Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure, oversensing was noted on the right ventricular lead. There was also loss of capture noted on telemetry. A few days later, there was a warning for high lead impedance. It was also reported that the increasing and high thresholds. The lead alerts were turned off and tachy detection was also turned off. The pace/sense portion of the rv lead was later replaced with an existing lead. No patient complications have been reported as a result of this event.